Manufacturer narrative:
The newly implanted system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) system experienced an infection. The system was explanted. No additional adverse patient effects were reported.